Manufacturer narrative:
The insulin pump was received with unresponsive act and down buttons due to corroded keypad traces. The pump was unable to perform displacement test due to unresponsive buttons. The pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer's father stated that the buttons are not responding and the alarm cannot be cleared. The customer stated that the buttons cannot be pressed longer than 3 minutes. The customer will be sent a replacement pump.